Event description:
This (B)(6) female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. A14900) inserted. The case describes the occurrence of hysterectomy ('device removal via hysterectomy'). The subject's concurrent conditions included morbid obesity (bmi 44.9). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On an unknown date, the subject underwent hysterectomy (seriousness criteria medically significant and intervention required). The subject was treated with surgery (hysterectomy with essure removal). Fallopian tube occlusion insert was removed on (B)(6) 2021. At the time of the report, the hysterectomy outcome was unknown. The relationship of hysterectomy to treatment with fallopian tube occlusion insert was not reported. The reporter commented: patient verbally reported she had a hysterectomy during which her essure was removed. Device removal was intended, but relevant data is not available, no documentation was provided. Event was considered non-serious by investigator diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45 kg/sqm.  A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 40-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. A14900) inserted. The case describes the occurrence of hysterectomy ('device removal via hysterectomy'). The subject's concurrent conditions included morbid obesity (bmi 44.9). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On an unknown date, the subject underwent hysterectomy (seriousness criteria medically significant and intervention required). The subject was treated with surgery (hysterectomy with essure removal). Fallopian tube occlusion insert was removed on (B)(6) 2021. At the time of the report, the hysterectomy outcome was unknown. The relationship of hysterectomy to treatment with fallopian tube occlusion insert was not reported. The reporter commented: patient verbally reported she had a hysterectomy during which her essure was removed. Device removal was intended, but relevant data is not available, no documentation was provided. Event was considered non-serious by investigator. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45 kg/sqm. Lot number:a14900. Manufacture date:2012-05. Expiration date: 2015-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-mar-2022: quality safety evaluation of ptc.  A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.